Event description:
Spontaneous: patient reporting that his pump is not working and pump is stating that his cassette is not properly inserted (serial number unknown). Patient tried a new cassette with the pump and the same issue has occurred. Patient has transitioned to his back up pump and did not have any interruption in therapy. New pumps are being shipped. No other information provided. Cvs did not supply the patient's original pump-therefore this is being submitted under the replacement pump that cvs is shipping the patient. "Remty" warranty replacement pump kit. Reported to (B)(6) by pt/caregiver.